Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had difficulty removing the insulin pump's battery cap. During troubleshooting for remove/install battery cap, the customer mentioned that they experienced a high blood glucose level of around 400mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that they attempted to remove battery cap with coin and screwdriver but could not remove it. Customer stated that their actual blood glucose was 424mg/dl and they treated with the pump. Customer was advised to discontinue use of insulin pump if battery was low. The insulin pump was returned for analysis.